Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 81-year-old female patient undergoing a mitraclip procedure. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. The following day after implantation, it was reported that the patient kicked the purge sidearm, resulting in fracture of the purge sidearm. Due to the damage, a decision was made to remove the impella cp device and exchange it for a second impella cp device. The device exchange was performed without any observed impact on the patient's hemodynamic status. While on support, the impella cp device was operating at performance level 6 with expected flows of 2.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The impella cp device was successfully exchanged for a second impella cp device. The patient survived the exchange procedure with no additional adverse events reported. Additional information: the customer stated that there is no option when they click pump for the purge side arm.

Manufacturer narrative:
B2: added adverse event. B5: added the clinical rationale and additional information from the customer. H1: added serious injury. H6: omitted f1903 and added f1905.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. The patient kicked the purge side arm and the purge side arm broke off. The purge cassette was not replaced as there was noting to attach it too. The impella cp was exchanged within an hour and a half after the break. The patient is stable and survived the explant.

Manufacturer narrative:
The purge cassette is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.